Event description:
It was reported by a patient¿s family member that the vns patient was deceased. The reporter provided that the vns was not suspected to have contributed to the death and they planned to cremate the patient. Additional relevant information has not been received to-date.

Manufacturer narrative:
The initial reporter¿s country was inadvertently provided incorrectly on the initial report.